Event description:
Pt was diagnosed with a solid pelvic mass. She underwent a total abdominal hysterectomy, bilateral salpingooophorectomy with frozen section. During the operation the male side of the staples in the auto suture-roticulator did not close on female side. Auto suture jaws locked together. Md used suture to reinforce staple line due to poor closure.